Event description:
A customer contacted beckman coulter inc. (Bci) stating they were having 'multiple failures' and the unicel dxl 800 access immunoassay system had gone into 'not ready' status. There were no erroneous results generated and no affect to patient or user as a result of this event.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2010, performed troubleshooting and found that an internal waste tubing was loose and was leaking fluids into the instrument and also seeping to the exterior of the instrument. Fse cleaned the pump assembly, disinfected under all pumps, cleaned and disinfected base plate, wash arm assembly and outside of the instrument. Fse was unable to determine how the peristaltic tubing became disconnected from the pump.